Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing of gastric resection on an open abdominal surgery, the handle was squeezed, and the jaws were closed with the cartridge set at the scheduled cutting site. The green button was released, and a firing was performed. However, the clamp cover did not move to the groove at the tip of the cartridge. As such, the surgeon tried to return the black return knob since it could not fire until the end, but it did not move, and the jaws did not open as if it was locked. When the black return knob was pulled back by using force, the jaws opened. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the handle was squeezed, and partial firing occurred. It was also reported that the jaws were locked on tissue. One clinically used device was returned for analysis. The visual inspection found that the firing knobs were fully retracted and the articulation lever was in neutral position. Sheared teeth was also revealed on the firing rack. Functional evaluation noted that when access hole was cut into the instrument body for visualization of the firing rack, sheared teeth damage was confirmed in the 1st on the firing rack. No reported conditions could be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Additionally, the investigation detected an unreported condition of sheared teeth on the firing rack that has no relationship to the reported condition. The analysis noted evidence that the device was not used as intended. IFU(instructions for use) states: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing of gastric resection on an open pancreaticoduodenectomy, the handle was squeezed, and the jaws were closed with the cartridge set at the scheduled cutting site. The green button was released, and a firing was performed. However, the clamp cover did not move to the groove at the tip of the cartridge. As such, the surgeon tried to return the black return knob since it could not fire until the end, but it did not move, and the jaws did not open as if it was locked. When the black return knob was pulled back by using force, the jaws opened. The same handle was used to continue the case. There was no patient injury.